Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that there were some motor error alarms in the alarm history. The insulin pump will be returned for analysis.